Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced pain and was administered antibiotics (type and date not reported). Subsequently, the device was explanted on (B)(6) 2018 and the patient was not reimplanted with a new device during the same surgery.